Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information the this patient device was checked (B)(6) 2013 which showed a projected longevity of one year, magnet rate was 100 and the autocapture had been functioning appropriately. A six month follow up was scheduled. Most recently the patient was presented to the hospital due to dizziness and when interrogating the device it was noted that the device had triggered end of life (eol) (B)(6) 2013 and was pacing at vvi50. The patient was pacemaker depended and was programmed to a lower rate limit of 70 beats per minute, thus the lower rate limit due to eol was deemed the cause of the symptoms. Further device analysis noted that the device was not able to obtain successful thresholds and had therefore, increased ventricular outputs as a safety measure per the autocapture algorithm, which caused the battery to deplete rapidly. The device was explanted and a new competitor device was implanted. This device will be returned for analysis. No adverse patient effects were reported..